Event description:
It was reported a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during the initial drain cycle. It was reported that the patient did not verify if the patient line was primed prior to connecting; however, the exact cause of the alarm could not be determined through troubleshooting. The technical services representative assisted the patient in ending therapy and advised to start with new supplies. The patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.